Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited oversensed noise which caused inappropriate auto mode switch episodes. No intervention or patient symptoms were reported. No further information could be obtained.